Manufacturer narrative:
H6: the prosthesis wear reported may have been due to third body wear, patient related conditions, instability, malalignment between the femoral and tibial components. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided.

Event description:
During the week of (B)(6), representatives of exactech, inc. And exactech spain conducted an inperson site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6) was implanted with a 200-22-11-inserto tib cr 2, 11mm, serial number (B)(6) on (B)(6)2014. The insert was manufactured on 2/25/2014 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 2/25/2014 and was 0.40520191649555098 years shelf age at the time of implant. Pending revision for wear of the polyethylene. No additional details are available at this time.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomittants: 02-012-45-2030 - bandeja tibial logic fit 2f/3t, (B)(6); 204-34-08 - vastago ext. 14x80mm, (B)(6); 204-70-00 - tornillo fijacion vástago a tibia, (B)(6); 232-03-02 - comp. Femoral asimetrico poroso cr nº2 dcha, (B)(6); additional information, including the product investigation, will be submitted within 30 days of receipt.